Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was displaying a message of error 4. The complaint was classified based on the customer service representative (csr) documentation, and further information obtained in a follow up call with the patient by medical surveillance specialist. The patient reported that the alleged meter issue began 4 -10 days prior to contacting lfs. The patient stated that he manages his diabetes with insulin (humalog and novolog, unknown doses). On (B)(6) 2016 in response to being unable to obtain a blood glucose reading, he reported that he called his insurance company, who advised him to call the fire department. The fire department gave him a prescription for new test strips. On the same day he made a phone call to his doctor to update them on the situation. The patient denied developing any symptoms and there was no mention of medical treatment/intervention received as a result of the alleged issue. At the time of troubleshooting, the csr noted that it was not the first time the product was being used. The csr noted the patient was using the correct testing process, the correct test strips were being used and, there was no indication of misuse of the meter. The csr walked the patient through a retest and the alleged meter issue was not resolved. Products were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to an adverse event. The patient did not develop signs or symptoms of acute metabolic distress from severe hypoglycemia or hyperglycemia nor did he receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.